Event description:
The customer obtained imprecise vitros trop I es results on a single patient sample on a vitros eciq. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The customer did not report any results for the patient involved. There were no allegations of harm as a result of this event. (B)(4).

Manufacturer narrative:
Ocd field service investigated, made necessary repairs and adjustments to the reagent metering subsystem and returned the vitros eciq to expected operation. The customer has had no additional occurrences of imprecise results since the service activity. The root cause is instrument related.